Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27-dec-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found that the sample needle was not secured completely and the z1-axis of the sampling unit was the source of the 706 z1-axis error. Fse cleaned and lubricated the sampling unit, ran quality controls (qc) and patient samples. All results were within acceptable range and the 706 z1-axis error cleared. The g8 instrument was performing as intended. No further action is required. A 13-month complaint history review and service history review for serial (B)(4) from 26-nov-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states 710 z1-axis error is an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error is generated when there is an operation error in z1-axis. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The solution is for the customer to inspect z1-axis. Execute smp.reset. The most probable cause of the reported event was due to the sampling unit needed to be cleaned and lubricated.

Event description:
On (B)(6) 2017, customer reported getting random 710 z1-axis error on the g8 instrument. On 27-dec-2017, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.